Event description:
The customer reported electrical artifacts on the screen when manipulating the tip of the olympus gastrointestinal videoscope during a therapeutic esophagogastroduodenoscopy procedure performed under sedation, while the device was inside the patient. The procedure was successfully completed using the same device. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.